Manufacturer narrative:
Section d4: model number and catalog number corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of damage on the system controller (serial number unknown) black power cable was confirmed. A customer submitted photo showed the reported damage to the connector on the black power cable. The system controller did not return for analysis, and no log files were submitted for review. No alarms were reported. Attempts were made to obtain additional event information, but no response was received. The root cause of the reported event was unable to be conclusively determined via this investigation. The device history records were not able to be reviewed due to the serial number being unknown. Heartmate ii patient handbook (rev. C) section 6 "caring for the equipment" and heartmate ii instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate ii patient handbook (rev. C) section 10 and heartmate ii instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate ii lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when the patient presented in clinic, the black nut on the system controller was broken. The controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.